Event description:
On 03-jun-2025 it was reported that the user was hospitalized on(B)(6) 2025 for an event of unknown cause. Treatment and outcome were not reported. No long-term health effects were reported.

Manufacturer narrative:
On 03-jun-2025, beta bionics was informed that the user was hospitalized; however, the reason for hospitalization was not provided. This type of event may require medical evaluation and treatment depending on the underlying cause. Engineering log review could not evaluate device performance for the reported event date because no data were available for 03-jun-2025 due to an apparent cloud sync gap. Review of surrounding dates showed no device malfunction alerts and no evidence confirming a device-related cause for the hospitalization. An occlusion alert and transient hyperglycemia were noted on 02-jun-2025, but there is insufficient information to determine whether these findings were related to the hospitalization on(B)(6) 2025. Based on the available information, a device-related cause could not be established and no malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.